Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complained of chest pain in the days following their implantable cardioverter defibrillator (ICD) implant. An interrogation revealed rising/high right ventricular (rv) lead threshold along with falling/low pacing impedance. A chest xray was inconclusive, however, computerized tomography (CT) showed that the right ventricular (rv) lead screw may be beyond the endocardium creating a perforation. A lead revision was completed and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.